Event description:
Reportable based on device analysis completed on 09mar2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 2.75 promus elite drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed from the patient intact and a non-boston scientific (bsc) device was used and completed the procedure successfully. No patient complications were reported and the patient doing well. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 2.75 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified shaft break at 25.5cm distal to the distal end of the strain relief with multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.